Manufacturer narrative:
During an implant surgical procedure, the 3.8mm x3.00 implant level driver was used. The reported driver loosened the patient's mouth while in the chair. The reporting clinician attempted to retrieve the driver. During this attempt, the patient swallowed the driver. The patient was reported as fine and no medical attention was needed. No injury was reported to the patient during the event. As well as no medical attention was sought. The product was not returned for evaluation. Therefore, no conclusion can be drawn to the nature of product impact in this event. It is noted the clinician did not indicate if a dental dam was placed or not during the surgical procedure. If a dental dam was placed, then, the dental dam would cover the throat inside the mouth by assisting the clinician in covering the throat as a preventive measure.

Event description:
Patient swallowed driver during implant surgical procedure. During the attempt to retrieve the driver, the patient swallowed it.